Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported the suture broke during knot-tying. Another product was used to complete the case. No product will be returned for analysis since it was discarded in the hospital.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Investigation summary: evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Corrected data: the event reported in this complaint does not require a MDR report. This complaint does not fall under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. This complaint was incorrectly inadvertently re-opened from the remetrex complaint management system and reported. This report is being filed as a correction to the previous initial report which was filed in error.